Event description:
(B)(4).

Manufacturer narrative:
The account found the side rail is missing the latch screw, nut bushing and side rail latch release label. The account replaced the side rail latch, bushing, screw, nut and the side rail latch release label to resolve the issue.